Event description:
It was reported by the aci sales professional that a patient underwent a diagnostic peripheral catheterization procedure on (B)(6) 2012. Access was obtained via a 5f sheath (unknown model). Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 5f to close the access site. It was reported that the balloon lost pressure at the second stop. The device was removed and the patient was converted to approximately 12 minutes of manual compression at which time hemostasis was achieved. The patient was ambulated and discharged to home the same day with no reported clinical sequela.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1222601) indicated that the device lot met all established performance criteria prior to shipment.